Event description:
It was reported to philips that the system gave an error indicating a problem with the generator, preventing x-rays. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the procedure was delayed and rescheduled and completed after restating the device. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to emit x-rays. Review of the system log file confirmed the malfunction as the system was not able to emit x-rays. Upon troubleshooting the fse identified an intermittent error in the generator device, which indicated a high point evr resonance frequency. The fse conducted a filament test that uncovered a grid leakage current, resulting in an out-of-range warning. To resolve the issue, fse replaced the generator point unit and tube, performed adaptation and conditioning calibrations, and confirmed dose and alignment calibrations. The defective tube was returned to philips for analysis and found the faulty filament. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.